Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary artery that was both moderately calcified and tortuous and 90% stenosed. After a failed attempt to cross with the xience xpedition stent delivery system, it was noted that the stent seemed out of position; therefore, the device was replaced. There was no adverse patient effect or a clinically significant delay in the procedure. Two non-abbott stents were implanted to complete the procedure. No additional information was provided.